Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Event description:
The research team with chvp- dtu clinical study noted that while the patient was on impella cp support, the right groin had a hematoma. The hematoma did not grow in size and by the time of discharge it was resolved. Additionally, the echo (echocardiogram showed the impella shallow. The doctor was notified and the pump was later explanted.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Pump was not returned for investigation. The root cause of the positioning issue was not determined since product was not returned and insufficient clinical information provided on how the pump was seated shallow. The instructions for use referenced in the initial report is for the impella cp with smartassist system in section: use of echocardiography for positioning of the impella catheter and section: warnings and cautions: cautions d4-corrected model number. F6/f8-should have been left blank in the initial report. G1 reporting contact fax number. H5-changed to yes.